Manufacturer narrative:
(B)(4). The initially documented symptom was the that the equipment displays a maintenance error. The philips field service engineer (fse) later clarified that the device failed to charge the defibrillation circuit during the user initiated operational check defibrillation test and manual defibrillation testing. The philips field service engineer (fse) evaluated the device and confirmed and reported the stated problem. The fse found that the device failed to charge the defibrillation circuit.

Event description:
The initially documented symptom was that the customer reported that the equipment displays a maintenance error. The philips field service engineer (fse) later clarified that the device failed to charge the defibrillation circuit during the user initiated operational check defibrillation test and manual defibrillation testing.